Event description:
The customer reported a falsely elevated total beta human chorionic gonadotropin (tbhcg) result, for one pt, involving unicel dxl 800 access immunoassay system. Subsequent testing produced results within the normal reference range. The elevated result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field svc engineer (fse) serviced the unit on (B)(4) 2009. The unit failed the foam portion of the diagnostic testing. The fse replaced the aspirate probe tubing. The diagnostic testing was repeated and all portions passed within specs. The fse noted the peristaltic tubing was completely flattened and replaced the tubing. The fse replaced the peristaltic pump. Note: restricted aspirate tubing would cause incomplete aspiration of unbound particles, thus producing elevated results. The customer stated it is standard practice to test all beta human chorionic gonadotrophin (bhcg) testing in duplicate. All 3 levels of qc (qc) were within specs prior to and on the date of the event. Sys check was performed after maintenance. All portions were within specs. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.